Event description:
(B)(4). I began having an excessive number of menstrual periods the beginning in (B)(6) 2015. They started at 21 days apart, then they dropped to 14 days apart, then again to 7 days apart, and finally my menstrual cycles were 4 days apart from the last day of one to the first day of the next. I am also having cramping mainly on the left side of my uterus. The cramping is persistent and painful regardless of menstrual cycle. I am physically tired at all times regardless of the amount of sleep I get.